Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance was received for a vns patient at an office visit with vns normal mode testing. Systems diagnostics were within normal limits. Attempts for actual vns programming history are in progress. The reporter will observe the patient clinically with the vns on for now, and no interventions are planned. No adverse events have been reported.